Event description:
It was reported that the patient device was removed due to the implant got infected. The infection began a week before the device was removed. Ins (stimulator) was explanted on (B)(6) 2015. Additional information from the healthcare reported that there were perioperative antibiotics administered. The infection was diagnosis on (B)(6) 2015. The patient did not have meningitis. Signs and symptoms of infection included redness, drainage and incisional wound opening. The device pocket was infected. A culture was obtained from the device pocket and the type of organism was pseudomonas. Treatments included IV (intravenous) antibiotics and oral antibiotics. The infection resolved. The risk factors before implantation of the device was diabetes. Obesity was noted and the patient husband died after stage I ¿eligible¿ to stage ii. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3889-33, lot# va0nbqs, implanted: 2015-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).